Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer a changed sensor/bad sensor, and the charge/battery lasted less than expected. The customer reported a blood glucose level of 258 mg/dl. The customer had hyperglycemia, which was treated with a manual injection/insulin pen and an insulin pump (subcutaneous insulin infusion). The event involved products mmt-7040a, mmt-397a, mmt-7841zn, mmt-1884, and mmt-332a. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. Customer reported high bgs. The customer has been using the insulin pump system within 48 hours of a reported high blood glucose event. The customer declined to continue with troubleshooting. Customer received a change sensor alert. The customer was unable to run a transmitter test and/or test passed. Customer advised trying another sensor. The customer reported that the transmitter battery did not last 7 days, the transmitter was fully charged before it was connected to the sensor. No product return is required for mmt-7040a. No product return is required for mmt-397a. No product return is required for mmt-7841zn. No product return is required for mmt-1884. No product return is required for mmt-332a.